Event description:
It was reported that following the implant procedure during x-ray imaging, the physician determined that this subcutaneous implantable cardiac defibrillator (s-ICD) electrode's positioning was suboptimal. Standard induction testing was performed which was successfully converted with in-range shock impedance measurement. This information was provided to boston scientific technical services (ts) for review. Ts stated that despite the successful induction testing, a surgical revision procedure to reposition the electrode was strongly recommended to ensure proper therapy conversion in the future. At this time, the s-ICD electrode remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that following the implant procedure during x-ray imaging, the physician determined that this subcutaneous implantable cardiac defibrillator (s-ICD) electrode's positioning was suboptimal. Standard induction testing was performed which was successfully converted with in-range shock impedance measurement. This information was provided to boston scientific technical services (ts) for review. Ts stated that despite the successful induction testing, a surgical revision procedure to reposition the electrode was strongly recommended to ensure proper therapy conversion in the future. However, the physician elected to continue with remote monitoring and yearly x-rays to assess the electrode positioning. At this time, the s-ICD electrode remains implanted and in-service. No adverse patient effects were reported.